Manufacturer narrative:
Age: unknown; asked, however, the information was not provided. Gender: asked, however, the information was not provided. Date of event: unknown; it was reported that it was planned to explant the intraocular lens in a secondary procedure on (B)(6) 2015. (A follow-up call has been placed to confirm the explant. Confirmation has not been received at the time of submitting the medical device report.) Implant date: unknown. Explant date: unknown; it was reported that it was planned to explant the intraocular lens in a secondary procedure on (B)(6) 2015. (A follow-up call has been placed to confirm the explant. Confirmation has not been received at the time of submitting the medical device report). (B)(4) - it was reported that it was planned to explant the intraocular lens in a secondary procedure on (B)(6) 2015. (A follow-up call has been placed to confirm the explant. Confirmation has not been received at the time of submitting the medical device report (MDR). (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No complaint related deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age at time of event or date of birth: (B)(6) years old. Pt sex/gender: male. Patient outcome: patient is now 20/30 in the right eye and is happy. The replacement lens is a zmb00 @ sn:(B)(4) (23 diopter). Implant date: (B)(6) 2015. Explant date:(B)(6) 2015. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the physician is planning to explant an intraocular lens on (B)(6) 2015 due to unsatisfactory outcome. It was stated that the date the problem was observed was on (B)(6) 2015. No further information was provided.